Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the provided slit lamp photos were reviewed by a company physician. Two poor quality photos were provided. Os photos show apparent haze media unable to determine origin or exact location. The product investigation could not identify a root cause for the reported uveitis. No specific determination on origin, exact location of observations nor potential root cause can be made from the provided photos. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A doctor reported uveitis following an intraocular lens (iol) implant procedure. The clinical judgment of the inflammation is considered to be non-infectious. Vitreous clouding was observed and the patient was treated with medication. Symptoms are improving. The lens remains implanted. There are two medical device reports associated with this event. This report is associated with the left eye.